Event description:
It was reported to philips healthcare that the heartstart mrx displayed a red x that intermittently appears. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.